Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.

Event description:
The fse reported that the cart monitors could not display images. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.